Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4);: product type recharger product ID 977a260, serial# (B)(4); implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was unable to recharger her implantable neurostimulator (ins) because the position of the ins in the pocket made achieving telemetry difficult. It was stated that the ins was removed and replaced as a result of the patient¿s difficulty to recharge the ins. It was noted that there were coupling issues in addition to the telemetry and interrogation issues. Additional information received reported that the patient was doing well.